Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information received from the manufacturer representative regarding a patient receiving morphine (dose/concentration unknown) via an implanted pump. Indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported that the patient had increased pain for an unknown amount of time. It was unknown if the symptom was sudden or gradual. They had suspected a catheter migration and did a dye study on (B)(6) 2015, which confirmed their suspicion. They planned to do a revision but it had not yet been scheduled. Additional information received on (B)(6) 2015, they planned on doing the catheter vision on (B)(6) 2015. The plan was to cut the catheter in the back and remove the spinal portion and replace it with a new spinal catheter segment. The patient outcome and drug concentration/dose in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.